Manufacturer narrative:
Physio-control evaluated the customer's device and could not duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The root cause was not identified.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down when attempting to pre-charge. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient but was unable to reach the customer. Additional attempts will be made. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down when attempting to pre-charge. This issue is patient related; however there was no adverse patient outcome reported.